Event description:
This report summarizes two malfunctions. A review of the events indicated that an unknown denali vena cava filter was difficult to remove and experienced malposition of the device. These reports were received from various sources. Of the two events, both events involved a patient with no patient consequences. One patient is a 49 year old male whose weight was not provided. No information was provided for the other patient.

Manufacturer narrative:
H10: the product catalog number and UDI number of one malfunction was updated to dl900j and (01)00801741040795 respectively. The lot number for one malfunction was provided, a lot history review was performed. Both devices were not returned for evaluation. Medical records provided for one malfunction. The investigation is inconclusive for difficult to remove and malposition of device for one malfunction. The investigation is confirmed for retrieval difficulties and filter tilt for another malfunction. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: d4(corporate lot no: gfxc2656), g4. H11: b5, h6 (results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for difficult to remove and malposition of device as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that an unknown denali vena cava filter was difficult to remove and experienced malposition of the device. These reports were received from various sources. Of the two events, both events involved a patient with no patient consequences. Gender, age, and weight were not provided for either patient.